Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. There was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient alert triggered for high impedances on the right atrial (ra) lead. It was also reported that the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.